Event description:
A report was received that a pt's precision system was explanted due to infection. The pt's symptoms included pus at the midline. The location of the infection was in the pocket site. The physician does not feel that the infection was device or procedure related. The pt was prescribed antibiotics. The pt is reportedly doing well after the explant procedure.

Manufacturer narrative:
The explanted leads will not be returned for evaluation, because they were discarded by the medical facility.